Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiopulmonary arrest and death less than one day following the use of the product in a dialysis treatment that was received on or about (B)(6) 2005.

Manufacturer narrative:
This is one event for the same patient involving three separate products. Based upon review of the information that was received, the event date was provided as the best estimate for the date of the adverse event.